Event description:
Clinic notes were received for review on a vns pt. Ranging from (B) (6) 2007 till (B) (6) 2010. The notes reported several instances of increased seizures and it is unk if these seizure events are above or below the pt's pre-vns seizure rate. It is unk, the relationship to their vns. On (B) (6) 2007, the pt was taken to hospital for 6 generalized seizures. On (B) (6) 2008, the pt had 50-75 brief seizures a month. Good faith attempts have been unsuccessful to date. The pt is going to be scheduled for a prophylactic generator replacement.